Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. Programming adjustments were made. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's device has been scheduled.